Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" inop/error message. There was no patient harm reported by the customer.

Manufacturer narrative:
(B)(4).